Event description:
"Customer had a syringe of collagen explode when the needle popped off the syringe while injecting collagen into a pt". Follow up findings: needle totally disengaged from syringe and contents extruded forcefully. There were no injuries. This event is being reported because total needle disengagement is a potential injury.